Event description:
It was reported that the patient experienced a traumatic event, after which therapy was no longer effective. The patient opted to have the drg system explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6328539. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.